Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that during the stenting procedure in the mildly calcified left internal carotid artery, the patient experienced an episode of hypotension. Intravenous neosynephrine was administered and was discontinued on the fouth day. The hypotension resolved and the patient was discharged to home. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Other: bivalirudin. Embolic protection: emboshield nav 6 ((B)(4), lot # 1102661). The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.